Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that there was a ¿likely kinked tubing/catheter.¿ a catheter dye study was done and the provider was unable to withdraw any cerebrospinal fluid (csf). The patient had symptoms of increased pain. As of yet, there was no surgical interventions planned. It was noted in march the patient had problems with pain control. The patient indicated there ¿may have been¿ a volume discrepancy at the last medication refill. The patient also stated that they ¿thought they may have heard a single beep for the non-critical alarm,¿ however the event logs did not indicate a non-critical alarm. The physician¿s office indicated there was no volume discrepancy; the medication volume received was what was calculated. Additionally, the physician¿s office indicated there were no device alarm indications. The medication used within the system was morphine.